Event description:
The issue occurred during reprocessing, the device was sent in without being properly reprocessed. There was no procedural involvement.

Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material and dirt on the distal end cover and bending section cover could not be identified and a definitive root cause of the issue could not be determined, however, due the observed leak at the grip, it is possible that the foreign material could not sufficiently be remove during reprocessing. Additionally, due to the ingress of moisture from the observed leak, corrosion occurred on the lens, also, due to stress on the distal tip, a gap in the adhesive around the light guide lens occurred, allowing dirt/foreign material to enter. The event can be detected by following the instructions for use section below: 3.3 inspection of the endoscope: inspection of the endoscope describes the detection method. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device had a leak between the scope cover and the scope body / had a leak at the grip / and the distal end insulation inspection was failed. The device evaluation found that the plastic distal end cover was damaged (possibly burnt) and had foreign objects, the inside of the light guide lens was dirty (unable to confirm if it was dirt or corrosion), and the adhesive on the bending section cover was dirty. Additional findings include the following: water tightness was lost due to wear of the scope cover packing, the right / left / up / down knob had discoloration, the air / water cylinder had no color, the suction cylinder had no color, the control unit had a crack, the plug unit had a crack, the scope connector case was dirty due to water leakage, the label on the scope connector was peeling, the insulation resistance value did not meet the standard value due to the adhesive peeling on the bending section cover, the image guide protector was damaged, the objective lens had discoloration, the connecting tube had buckling, and the universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had air bubbles escaping from the control panel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover was damaged (possibly burnt) and had foreign objects, the inside of the light guide lens was dirty (unable to confirm if it was dirt or corrosion), and the adhesive on the bending section cover was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.